Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The patient thought that the implantable pulse generator (ipg) was not working. It was noted that normally the patient "feels it kick in". The ipg remains in use. No further patient complications have been reported as a result of this event.